Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aorta aneurysm. At the time of implant the aortic neck was 25 mm in diameter, there was severe tortuosity in the right iliac artery and moderate tortuosity in the left iliac artery. On an unknown date the CT with contrast revealed a proximal type I endoleak. The aneurysm was reported to be 6.6 cm in diameter. It was reported that the patient was treated for the proximal type I endoleak with an open surgery with banding to aortic neck. The proximal type I endoleak resolved. The investigator indicated that the type I endoleak was related to the procedure. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information received. The investigator assessed the previously reported proximal type I endoleak was related to the device.

Event description:
Additional information reported that the investigator assessed the previously reported proximal type I endoleak was related to the device and not related to the procedure.